Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead after successfully positioning the lead the pace impedance measurements appeared normal when testing the lead with a pacing system analyzer (psa). When the ra lead was connected to the device high out of range pace impedance measurements were noted. The ra lead was reinserted into the device header, but high out of range pacing impedance measurements persisted. The field representative thought the issue maybe be due to a lead/tissue interface, thus the lead helix was adjusted to ensure it was all the way extended. The ra lead pacing impedances was retested, and this did not resolve the issue. The physician elected to reposition the ra lead and retracted the helix. When the physician was happy with the new position an attempt to extend the helix was not possible after many rotations. The ra lead was surgically abandoned and will be returned for analysis. The device was successfully implanted with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.